Event description:
Healthcare professional reported "rupture". Healthcare professional later reported "breast pain; capsular contracture grade ii". Confirmed via ultrasound, magnetic resonance imaging (MRI). This report is for the left side. The device was explanted.

Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.